Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with a coaguchek inrange meter and a coaguchek xs plus meter compared to an unknown laboratory method. This medwatch will cover the coaguchek xs plus system. Refer to medwatch with a1 patient identifier (B)(6) for information on the coaguchek inrange system. On (B)(6) 2023 the result from the inrange meter was 4.2 inr. The result from the xs plus meter was 4.1 inr. The result from the laboratory from a sample drawn at the same time was 2.1 inr. On (B)(6) 2023 the result from the inrange meter was 4.8 inr. The result from the xs plus meter was 4.5 inr. The result from the laboratory from a sample drawn at the same time was 3.5 inr. On (B)(6) 2023 the result from the inrange meter was 4.1 inr. The result from the xs plus meter was 3.9 inr. The result from the laboratory from a sample drawn at the same time was 2.9 inr. The patient¿s therapeutic range was not provided.

Manufacturer narrative:
The test strip lot number used with the coaguchek xs plus meter was 65779319, expiration date 30-apr-2024. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The coaguchek xs plus meter serial number was (B)(6) . The investigation did not identify a product problem. The cause of the event could not be determined.